Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 3 months. The replaced portion of the repaired driveline was received for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that several pump stoppage events have occurred while the system was supported on the power module. The events were confirmed in the system controller log file provided for review. The patient was reportedly asymptomatic. The patient's system controller was exchanged in an attempt to rule it out as the cause of the events. The exchange was performed without issue while on battery power; however, when the new system controller was connected to the power module to set the clock, it immediately "shorted out" the system controller which gave a yellow wrench alarm. The patient reportedly felt an internal shock in the lower chest area, enough that it made the patient jump from the bed. The system controller was exchanged again and the patient was instructed to stay on battery power pending further evaluation of the driveline by the manufacturer's technical services team. The manufacturer's technical service representatives performed a distal driveline replacement on (B)(6) 2016. Approximately 22 inches of the driveline was replaced. There were no immediate alarms after the system was attached to a regular grounded patient cable. On the evening following the driveline repair, a red heart alarm occurred. The patient was instructed to stay on battery power and an ungrounded power module patient cable was provided to the patient for use when on power module support. The patient's physician was traveling and reported that he would assess the issue upon return. No additional information was provided.

Manufacturer narrative:
The reported event was confirmed through the analysis of the submitted log file. Based on the manufacturer¿s complaint history and similar reported events, the red heart alarms and pump stoppage events that occurred while the patient was supported by the power module could be indicative of a compromised driveline. A distal end percutaneous lead replacement was performed and approximately 23 inches of the distal end of the driveline was returned and evaluated. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate layer, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on pump support using an ungrounded patient cable. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.